Event description:
Went to the dentist because my tooth was hurting. Dentist told me that the filling was too big so they did a new filling and still hurt. So I went back and the dentist told me I needed a crown without a root canal and that the other tooth crown next to it was making it hurt. That tooth did not hurt. So I paid almost (B)(6) dollar for two crowns. They put them on friday (B)(6) 2021 and the tooth still hurts with the cold. It hurts all the way to the ear. I never heard of a crown without a root canal. (B)(6) dentistry.